Event description:
It was reported that during the pre-use check, the customer attempted to check how much water temperature rose but could not. They changed the product to another new one. After that, were able to check the rise in the water temperature successfully. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two pictures were attached to the complaint to use in the evaluation. The pictures were evaluated and by visual observation the failure reported of water does not flow is not observed, therefore per pictures the complaint is not confirmed. One unit was received for evaluation; the returned unit was decontaminated without its original packaging. The returned unit was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The visual inspection had no defects observed. One unit was tested for leak by introducing colored water in the product and the water flowed through the unit. The reported issue was not duplicated. Circulating water does not flow because the three lumen tubes are installed with a 90-degree offset from the manifold. The complaint was not confirmed. The root cause remains undetermined. No corrective actions were taken since complaint was not confirmed. G3 is unknown.